Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, after which the pump no longer displayed the error code, allowing the sensor session to start successfully.